Manufacturer narrative:
Upon analysis, the helix retraction/extraction issue failure was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be partially extended clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be retracted and extended. The measured full helix extension length was within specification. The cause of the reported event of helix would not retract or extend was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. The reported events of r-wave amp variation and loss of capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information indicated there was a decrease in the sensed amplitude of the r wave and a loss of capture.

Event description:
Related manufacturer number: 2017865-2017-3642. During follow-up, the atrial and right ventricular leads were found to be dislodged. During the lead revision, the helix would not extract, both leads were explanted and successfully replaced. The patient was in stable condition.